Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that a pump exchange took place on (B)(6) 2013. The cause of exchange was noted as "thrombus". Information provided by the perfusionist indicated that pump power variable but no obvious significant elevations. Speed 9400 rpm, power average around 6. Elevations up to 10.3 at time. Ldh 2000. Pump was exchanged. Thrombus seen on inflow bearing and rotor, outflow stator and bearing. Pump not returning.

Manufacturer narrative:
The manufacturer was advised that the device will not be returning for evaluation as it was disposed of at the time of explant. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.